Event description:
It was reported that the patient presented remotely via a (B)(6) transmission. It was discovered that the patient's implantable cardioverter defibrillator (ICD) was post-paced t-wave oversensing resulting in non-sustained right ventricular oversensing (nsrvo). No intervention took place at the time. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.